Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 2 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic with low flow alarms that occurred while sitting up. The patient complained of intermittent lightheadedness, fatigue, and nausea. It was reported that the patient was taking coumadin and aspirin (asa). On (B)(6) 2016, the patient's stool was positive for occult blood. On (B)(6) 2016, the patient underwent an upper endoscopy (egd) which demonstrated active bleeding from a jejunal arteriovenous malformation (avm) bleeding. Argon plasma coagulation was utilized for effective hemostasis. The patient was transfused with one unit of packed red blood cells (prbcs) on (B)(6) 2016. On (B)(6) 2016, the patient was discharged home on coumadin and asa.